Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (type, concentration, dose, lot number unknown). The patient's indication for use was multiple sclerosis and intractable spasticity. The medications (oral, etc) that the patient was taking at the time of the event was vitamin d3, zocor, and flomax. The patient has no known allergies (nka). Beginning in (B)(6) 2016, erosion at the pump site occurred and was causing the patient discomfort. The device had not actually ruptured the skin, but the pump site was red and purple. The pump was located very close to the surface, was pinching, hurting, and the patient experienced pain. The patient was wearing an abdominal binder. The area of concern was the pump pocket. The patient had consulted with a neurosurgeon regarding the issue, and the patient had been given topical cream, which was not helping to put on the skin. The outcome of the event was ongoing treatment. It was noted that the patient's pump might be replaced if it eroded through the skin. Additional information received from a healthcare professional reported that the patient was seen in the office to assess the area of concern and was started on 7 days of antibiotic beginning on (B)(6) 2016. Lab work was done and the results were within normal limits (wnl). White blood count (wbc) was 6.4 within normal limits. There were no signs of infection per blood work. The patient/family have chosen to continue care with another provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.